Event description:
Patient with history of coronary artery disease and hypertension was admitted with chest pain times 1 month. During a coronary artery bypass graft surgery, surgeon attempted to use two virtuosaph® plus endoscopic vessel harvesting systems without success. The virtuosaph® plus endoscopic vessel harvesting systems weren't getting any power at all. Initially staff thought it was a generator issue until a device with different lot number was tried. There may be an issue with the cord on the device itself. Both have the same lot number. When a third device with a different lot number was used, it functioned well. No known harm to the patient. Please note that there are 2 products being reported with the same lot #'s.